Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, nonunion, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." Number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight." Number 11 states, "wear and/or deformation of articulating surfaces." The following sections could not be completed with the limited information provided. Device code - unknown; expiration date - unknown; date implanted - (B)(6) 1994; (B)(6) 2015; date explanted - (B)(6) 2015; (B)(6) 2015; PMA/510(k) number / manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the clinical patient underwent an initial left total hip arthroplasty on (B)(6) 1994. Subsequently, the patient was revised on (B)(6) 2015 due to instability, poly wear, and osteolysis. Operative report noted broken pieces of polyethylene within the joint, well-fixed stem, and loose cup during the procedure. The patient was further revised on (B)(6) 2015 due to discontinuity.